Event description:
The customer reported to olympus that when connecting the p190 scope to their evis exera iii video system center it displays a communication error (e315). The customer stated the issue with the error code happened when switching scopes mid procedure. The event occurred during an unspecified diagnostic procedure. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
While speaking with the customer informed the service representative the maj-1430 was connected when the error occurred. The customer was advised the maj-1 430 cable should be disconnected from the system when using the 190 series scope. Additionally, the customer reported they resolved the issue by fully shut down the entire tower then turn back on with new scope and it happened with the p190 scope specifically and the issue has not reoccurred. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue was able to be resolved through troubleshooting. The device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
There was minimal delay in the procedure.